Manufacturer narrative:
The device was received on (B)(4) 2014. Testing and investigation found leakage from the disposable batteries in the device battery compartment. This device has been identified as part of a product recall. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for lithium battery replacement. This does not indicate a reportable event; however, during verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.